Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, there was intervention to treat the pvl performed after the initial implant surgery. Minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the plv remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device was not returned for evaluation, as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm underwent a re-balloon procedure after an implant duration of 14 days due to mild pvl and hemolytic anemia. As reported, the indication was endocarditis on both aortic and mitral valves; a 23mm aortic valve and a 33mm mitral valve were implanted; mild pvl was noted post-implant. The re-balloon procedure went well, but pvl persisted. On pod #21 patient still presented high velocity jet.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm underwent a re-balloon procedure after an implant duration of 14 days due to mild pvl and hemolytic anemia. Valve remained implanted and patient was discharged on pod #16 of re-balloon procedure. As reported, the indication was endocarditis on both aortic and mitral valves; a 23mm aortic valve and a 33mm mitral valve were implanted; mild pvl was noted post-implant; the re-balloon procedure went well, but mild pvl persisted. On pod #21 patient still presented high velocity jet.